Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported impact to the customer's blood glucose (bg) level. Tandem technical support suspected that the pump track might have been damaged; however, this could not be confirmed. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.